Event description:
It was reported that the user experienced a scan error while attempting to activate a libre 3 plus sensor used with the ilet system, after which assisted troubleshooting enabled successful activation and subsequent scans. Blood glucose subsequently rose to approximately 500 mg/dl, and symptoms of dizziness and nausea were reported. Outcomes included no medical intervention or hospitalization. Investigation included customer support troubleshooting and education regarding sensor scanning and activation steps. Investigation of this case revealed that the scan error was resolved through user guidance and correct activation procedure, and that no device malfunction was confirmed. The blood glucose elevation occurred during the period of unavailable cgm input but was not associated with evidence of device failure. It was concluded that the device functioned as expected after proper setup, and a supplemental report will be filed if further evaluation identifies new findings.